Manufacturer narrative:
Screen on and cartridge alarm was not verified. Occlusion and altitude alarm issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. It was reported that a cartridge alarm 1 occurred during load sequence, and an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 184 mg/dl.